Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: the thermistor was broken, resulting in error 104. The charge-coupled device was broken, and therefore, the resolution was inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, the rigid video laparoscope was observed to have a broken outer tube thermistor, error 104, a broken charge-coupled device, and inadequate resolution. There was no patient involvement.